Event description:
Son had a hematoma, we waited a week for the swelling to go down, put the cochlear back on him and he was shocked. He heard a huge explosion in his head and now the internal device doesn't work.